Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 265 mg/dl at its highest. A bolus via the pump was delivered to address the high bg. The customer did not know what had caused the bg to elevate. The next day the customer's bg level was in the target range. As the event had occurred the day before, tandem technical support was unable to troubleshoot to determine a possible cause and advised the customer to discuss the event with a healthcare provider.